Event description:
It was reported that during a da vinci s hysterectomy one of the tips on the pk dissecting forceps instrument broke off and fell into the patient. The instrument fragment was retrieved and the planned surgical procedure was completed. No patient injury, harm or adverse outcome was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed one grip is broken off at the yaw pulley grip base. The broken piece was not returned. There appears to be a slight twist in the grip at the fracture surface, indicating that twisting motion/mechanical overload may have occurred, thus causing the grip to break. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings o handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. O do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.